Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter tilting and embedment, causing a failed removal procedure. Procedural details have not been provided. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter tilting and embedment, causing a failed removal procedure. Procedural details have not been provided. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to filter tilting and embedment, causing a failed removal procedure. Procedural details have not been provided. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering and other damages. Per the implant records, about two weeks prior to the index procedure, the patient underwent an arthroscopic meniscectomy and then presented with shortness of breath and was found to have a pulmonary embolus (pe). The patient was treated with coumadin and lovenox; had several instances of severe hemarthrosis requiring knee drainage. The patient was admitted due to significant bleeding; coumadin was stopped, and placement of the inferior vena cava filter was indicated. The patient¿s right groin was prepped and draped. There was some difficulty cannulating the vein because of the patient¿s size and a small hematoma developed. About the fourth stick, the vein was cannulated, and a wire was placed into the inferior vena cava via the atriocaval junction. The dilating sheath was placed at l1 and a venacavogram was obtained. The optease filter was placed between the caval junction and the renal veins. The patient was transferred to recovery room in satisfactory condition. According to the information received in the patient profile form (ppf), the patient reports tilting of the ivc filter, becoming aware of this event approximately nine years and five months after the filter implantation, and further experienced anxiety related to the filter.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease inferior vena cava (ivc) filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilting and embedment, causing a failed removal procedure. The patient reported becoming aware of filter tilt approximately nine years and five months post implant. The patient also reported anxiety related to the filter. According to the implant records, the indication for the filter implant was pulmonary embolus (pe) and significant bleeding post arthroscopic meniscectomy after being placed on coumadin and lovenox for treatment of the pe. The patient¿s right groin was prepped and draped. There was some difficulty cannulating the vein because of the patient¿s size and a small hematoma developed. About the fourth stick, the vein was cannulated, and a wire was placed into the inferior vena cava via the atriocaval junction. The dilating sheath was placed at l1 and a venacavogram was obtained. The optease filter was placed between the caval junction and the renal veins. The patient was transferred to recovery room in satisfactory condition. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Ivc filter tilt has been associated with practitioner technique and/or vessel anatomy, specifically asymmetry and tortuosity. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Clinical factors that may have influenced the event include patient, pharmacological and vessel characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.